Manufacturer narrative:
During the requested site visit, the field service representative (fsr) checked the instrument and observed overflowing cuvettes and a leaking wash nozzle. The fsr inspected the nozzle and found it to be obstructed by an insect. The fsr removed the insect and drained the nozzle, c4, #2, #3 (rohs) (ln 7-205229-01) to address the overflowing cuvettes. After the intervention, controls were run & validated, and the instrument was returned to working condition according to expected specifications. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number ac03294, service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant calcium results or issues related to overflowing cuvettes or obstructed wash nozzles. The alinity ci-series operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and provides detailed instructions for the troubleshooting of depressed sample results. The alinity c service documentation contains adequate information for the troubleshooting, removal, and replacement of the nozzle, c4, #2, #3 (rohs) to address the overflowing cuvettes. A 12-month review of the nozzle, c4, #2, #3 (rohs) did not identify any trends. Product monitoring review of the alinity c platform found no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn ac03294, or the nozzle, c4, #2, #3 (rohs) (ln 7-205229-01) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported a falsely depressed alinity c calcium result on one patient. The results provided were: on (B)(6)2021 sid00846564 initial = 59mg/l / retest = 98mg/dl (normal range 88-100mg/l). There was no reported impact to patient management.